Manufacturer narrative:
The nalu representative present at the revision on (B)(6) 2025 reports that the initial implant utilized sutures through a silicone ring to anchor the leads. The sutures tore through the silicone ring and the leads had migrated. Although the patient did not report any symptoms related to the lead migration specifically, it is suspected that the lead movement placed pressure on the ipg, leading to rotation of the ipg within the pocket and thus connectivity symptoms. During the revision the physician utilized an alternate suture technique to increase implant stability.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. Approximately 2-3 months after the implant the patient reported onset of connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. It was determined that the ipg had migrated within the pocket to no longer be seated flat and parallel to the skin surface, causing the connectivity challenges. On (B)(6) 2025, the ipg was removed from the existing pocket on the right flank area and a new ipg was implanted in the left flank area.